Manufacturer narrative:
Subsequent visual inspection of this ICD noted electrocautery damage on the labeled side of the device. No other anomalies were noted. Attempts to interrogate the device were unsuccessful. An x-ray of the device was completed and no irregularities were identified. The device case was then opened in order for the internal components to be assessed. Detailed analysis determined the clinical observations resulted from an internal short within the transformer which resulted in damage throughout the hybrid.

Manufacturer narrative:
Initial analysis of the returned device showed that device-programmer telemetry could not be established. Additional analysis is pending.

Event description:
Boston scientific received information from a boston scientific field representative that this device could not be interrogated with either radio-frequency (rf) or inductive telemetry, and there were no beeping tones heard with application of a magnet. A boston scientific technical services consultant (ts) discussed troubleshooting strategies. The representative reported that a surface electrocardiogram did not show evidence of pacing or other device function. The device was explanted the following day and replaced with no adverse effects beyond the surgical replacement. The representative reported visual examination of the explanted device showed no signs of trauma, and that the explanted device did not respond to programmer interrogation or magnet application. The device was returned for analysis.

Event description:
--